Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed finding the direction pin is broken and missing. In addition the marking/inscription is faded and thereby only difficult to read. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to excessive/frequent use and/or unsuited/inappropriate handling and/or the apply of external force by fall, impact or shock. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope has a broken locking bolt. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.